Event description:
It was reported that the ventricle lead exhibited sudden increase in capture thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 46 cm to 46.4 cm from the end of connector pin.